Event description:
Consumer reported that while brushing their teeth with aquafresh flex direct interdental toothbrush around midnight in 2003, the toothbrush head broke off (where it bends) and went down their throat. The consumer reported that they called 911 as they choked on the toothbrush head. The consumer reported that they passed out once medical attention arrived and was taken to a hosp. The consumer reported that in the emergency room, a "frozen scope" was placed down their nose and throat. The consumer also reported that a camera which was inserted into their mouth/throat scraped the side of their throat and began to bleed. The consumer reported that the toothbrush head was removed from their throat which was described as "not a fun experience". The consumer reported that they were prescribed tylenol #3 for the pain. The consumer also reported that they "already had medication on hand since they were having a toothache as well before this occurred". Additional info was reported by the consumer. The consumer reported that they visited their family physician and as of 2 days later, their throat was still swollen and was not able to eat solid food. The consumer reported that they had made a second appointment for 2 weeks later. The consumer reported that they will not return the product, but provide the lot number. At the time of this report, the lot number provided is not correct; therefore, an eval can not be done on a retain sample.